Manufacturer narrative:
This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune tka to treat severe osteoarthritis with varus deformity and natural bone loss. The patella was resurfaced and depuy cement x 2 was utilized. Primary operative notes indicate the patient had naturally occurring severe degenerative joint damage including tibial varus deformity and tibial bone loss. The procedure was completed without complications. Patient received a right knee revision to loosening of the tibial tray. Upon entering the joint, chronic synovitis was identified and debrided. The tibial tray was grossly loose and completely debonded at the cement to implant interface. The surgeon notes the tibial tray was in varus, which was due to the patient¿s morbid obesity and preexisting tibial deformity. The femoral component and patella were well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient was revised with depuy components. The procedure was completed without complications. Doi: (B)(6) 2017. Dor: (B)(6) 2020. Right knee.